Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set cannula broke off at the injector and remained under the patient's skin. The patient was unable to remove the cannula. No permanent injury was reported. See MFR: 3012307300-2016-00195 and 3012307300-2016-00197.